Event description:
It was reported via voluntary medwatch# (B)(4) that post a stenting treatment procedure, thrombosis occurred and the patient had an st elevated mi. The 70% stenosed target lesion was located in the ostial right posterior descending artery (pda). A 2.75x12mm taxus liberte stent delivery system (sds) was advanced to the lesion and deployed. The stent was post dilated with a 3.0x8 quantum maverick balloon resulting in 0% residual stenosis and timi iii flow. The patient was administered aspirin, plavix, angiomax and integrilin and was discharged. After an unknown time period, the patient experienced a st elevated myocardial infarction (stemi) and returned to the cath lab for emergent catheterization/percutaneous coronary intervention (pci). Angiography revealed 95% stenosis in the distal right coronary artery (rca) and in-stent thrombus at the right pda. An export thrombectomy catheter was introduced twice through the thrombosed area. Next, a 4.0x20mm taxus express2 stent was deployed in distal rca resulting in 0% residual stenosis. The pda remained occluded and multiple attempts were made but it was not possible to cross lesion. During the procedure, the patient was medicated with aspirin, plavix, heparin, angiomax, and integrilin. The patient was discharged home on aspirin and prasugrel.

Manufacturer narrative:
If implanted give date - 2010. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).